Event description:
It was reported that the downstream occlusion (dso) seal was cracked. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. The initial customer report indicates that the dso seal was cracked. The complaint was confirmed during the visual inspection., the dso seal was replaced. The pump was calibrated and the performance verification test was performed: device passed all testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.